Manufacturer narrative:
A ge service representative performed an on-site investigation. The cable assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system's video capture connector was damaged and that the pin was broken. No patient injury was reported.